Manufacturer narrative:
An evaluation and visual inspection of the returned instrument found the tip of the curette shaft was broken off and the handle grossly discolored. The most likely cause of the breakage is extensive usage, cleaning, and handling over time, i.e. Product usage beyond the intended life. In addition, the curette shaft was sent to an independent lab for further analysis and the result is as follows. The chemical composition is similar to custom 455. The hardness was checked and was found as 52 hrc and met the requirement on the supplied drawing. The fracture surface indicates that a side load was applied to the shaft and this initiated the failure by ductile rupture with final by brittle fracture. A review of the device record showed this device was manufactured on (B)(4) 2000. Of the lot containing 10 units, there were no other similar complaints received for this lot and only 1 other report of breakage for this product (broken tip was retrieved). In addition, a 2-year review of the complaint history for this device showed no other reports of serious injury received. This is a reusable device that is cleaned and sterilized after each use and based on the purchase date this instrument has been in use since the purchased date of (B)(4) 2000. To reduce the risk of patient injury, the instructions for use provides the following cautions: inspect instruments prior to use to ensure proper function; no loose pins or misalignment, and that the instrument is in good physical condition. Inspect instruments after use to ensure it has not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.

Event description:
The customer reported that during use of this microfracture curette in an ankle arthroscopy on (B)(6) 2012, the tip of the instrument broke off while the surgeon was debriding the ankle. Attempt to remove the broken tip was not successful. The ankle was manipulated under x-ray and the metal part remained in a stable place, therefore, the decision was made to leave it in place. The report indicated that "to have remove it would have extended the surgery." The report also indicated that there was no immediate injury other than the broken tip remained in the patient's ankle. There are no plans for revision or secondary surgery at this time.